Manufacturer narrative:
D6; device returned with no batch identification. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that the reported incident, "small white round plastic ring noted on uterus, " occurred due to a separated o-ring form the optiview trocar. The o-ring is located between the lense and obturator of the trocar. The o-ring was received cut. It could not be determined if the complete o-ring was received. No picture was received with the o-ring for analysis. No conclusion could be reached as to how the o-ring had become separated from the obturator. Co reviews each incident as it occurs in an effort to continuously improve co's products and processes.

Event description:
It was reported the 512h was used during a laparoscopic ovarian cyst removal. Exhibit a rec'd from hosp stating, "pt. Admitted for laparoscopy, remove ovarian cystectomy. The optiview 12mm trocar inserted in umbilicus. Upon reviewing pelvis a small white round plastic ring noted on uterus. Picture taken and ring removed. Packaging saved. Dr. Aware." There was no consequence to the pt.